Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician successfully advanced the cat6 to the target location using a sheath and a guidewire, however, while attempting to retract the cat6 under aspiration, the physician noticed that the cat6 was fractured near the strain relief. The physician attempted to wrap the cat6 with tegaderm to stop the leak but was unsuccessful. Therefore, the cat6 was removed, and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.